Manufacturer narrative:
(B)(4): the customer advised physio-control that they will be replacing the therapy connector assembly. After proper device operation is observed through functional and performance testing, the device will be returned to the end user for use.the device will not be returned to physio-control for evaluation.

Event description:
The customer reported that the therapy connector on their device had a pin broken off of a therapy cable assembly and stuck inside. With this pin being stuck, it can prohibit the device from being used for defibrillation therapy, if needed. There was no patient use associated with the reported failure.